Manufacturer narrative:
One (1) used device attached to a sodium chloride bag was received for evaluation on 4/22/24; no damage or anomalies were noted. Two pictures were returned showing an inline micron filter and a cassette in one and the other showed the packaging where the lot number and expiration date were visible. The inline filter was leak tested - there was a leak observed. The set was air pressure leak tested and no leaks were observed. A green dye test was attempted however the leak could not be replicated. The complaint of leaking 15micron plum giving set could be confirmed. The probable cause is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. Lot history review was performed and no nonconformities were identified that may have contributed tot eh reported complaint.

Event description:
The event involvedprimary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm, 20ml priming volume where the customer reported that it was leaking. The product was reported to be stored in normal storage facilities in the clinical area. No holes, cuts, tears, or any defect were noted on the set. The medication involved in the event was nivolumab; it did not come into contact with the patient or healthcare provided. The chemo spill was cleaned as per facility protocol. The status of the pump when the problem occurred was during in use infusing medication to a patient. There was patient involvement; no patient harm, no medical intervention and no delay in therapy.

Manufacturer narrative:
D1: primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm. The device is expected to be returned for evaluation, however, it is not yet received.